Event description:
Customer reported insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units between the displayed and expected values. Blood glucose level impact was not reported, and there was no adverse impact on customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge, and technical support advised them to call back for troubleshooting if needed. Customer requested email resources for cartridge loading and acknowledged instructions.